Event description:
It was reported to tyco healthcare/kendall on 2/4/03 that a umbilical vessel catheter broke near the hub. According to the customer the physician replaced it and th 2nd one cracked 4 inches from the hub and leaked.